Event description:
This senior medical affairs specialist has classified the complaint based upon info the pt/layperson gave to the customer care advocate, cca, on 08/29/2008. The pt alleged that two days prior, her one touch ultralink meter and test strips were out of range with control solution; the pt continued to use the test strips. The product was in range with a new vial of strips during the call with the cca. All results are in mg/dl, the correct unit of measure. The pt reported that at 10:57 am the next day, her blood glucose was 430. The pt bolused 9 units; 12:18, 364 and no bolus; 2:47 375, bolused 10 units, 4:55pm, 64 with no symptoms and ate sugar; 6:02pm, 40, again no symptoms and ate more sugar. The pt's current basal rate is 1.6. No medical intervention from another person or a health care professional was required. There is no evidence the product contributed to a serious injury; the pt allegedly had no symptoms or received medical intervention but self treated upon her blood glucose results. However, because the product reportedly was out of range with control solution with one vial of test strips, there is a possibility the product malfunctioned. The cca replaced the meter and test strips.